Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. ¿ visual inspection revealed that the device was returned with no packaging and that the autoclavable nozzle cutter had wear patterns on its overall surface, including the metal cutter. Additionally, one plastic portion of the hinge mechanism was found broken. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force while trialing. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As device was returned with no packaging, it had signs of usage and no additional information was received, the reported condition cannot be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the autoclavable nozzle cutter would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, one product out of 5 was found to be damaged. The product was a purchased item. There was no surgical delay or patient consequence.